Event description:
Hill-rom received a report from the account stating the nurse call would not work) no alarm through the nurse call on t he pt positioning module). The bed was locate din h10-308 at the account. There was no pt/user injury reported. This report was filed in out complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable was not connected to the nurse call wall connector. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician reconnected the communication cable to resolve the issue. Based on this information, no further action is required.